Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of sinus infection, took antibiotics but had to have surgery and also alleged of having nasal throat irritation and/or soreness nausea difficulty breathing and headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have sinus infection, took antibiotics but had to have surgery and also alleged of having nasal throat irritation and/or soreness nausea difficulty breathing and headache related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the events is currently unknown. The reported events and its reported severity was reviewed by the manufacture's clinical expert. The events are not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-43467-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to required intervention to prevent permanent impairment/damage. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.